Event description:
The dental implant fx3810mlc was removed on (B)(6) 2017 due to a fracture around 2 years and 3 months after implantation. The patient has history of bruxism. The patient recovered without complications.